Event description:
The rn was unable to advance the dobhoff tube. The device malfunctioned. The pt was coughing so the tube was removed. When the tube was removed a slight resistance was felt. The dobhoff came out without the weighted end (tip). The pumonary md was consulted. A cxr and kidney, ureter and bladder (kub) xray were done. A CT scan of the chest was done. The CT scan revealed a linear foreign body in the left lower lobe bronchus with subsegmental left lower lobe atelectasis. The tip was removed by bronchoscopy and a cxr was taken. The physician attempted to pull the tip off of a new dobhoff and even with extreme pressure was unable to pull off or separate the tip from the rest of the tubing.